Event description:
The customer reported to customer service that she pulled the power cord out of the outlet this morning and the entire top part of the electrical adapter cracked.

Manufacturer narrative:
A replacement transformer was sent to the customer. In follow up with the customer she stated that when she pulled the transformer out of the wall outlet, it the housing cracked. No injuries were sustained. The product was received on (B)(4) 2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the entire top housing cracked, which is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.